Manufacturer narrative:
This report is submitted on july 6, 2020.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during MRI performed on (B)(6) 2020 (tesla 1.5). It was reported that the patient's head was not wrapped per cochlear's recommendations. Subsequently, the patient underwent revision surgery on (B)(6) 2020, in order to place the magnet back in the implant pocket. The implanted device remains insitu.

Manufacturer narrative:
Per the clinic, the patient experienced an infection that was treated with oral antibiotics. The device was explanted on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery. This report is submitted on january 5, 2021.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on jun 22, 2021.